Manufacturer narrative:
D11: concomitant products: cook torcon nb advantage angiographic catheter, roadrunner nimble hydrophilic wire guide. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 13may2019. It was reported "the blood leak was presented in the valve at the hub of the catheter." The valve was also "observed to be in good condition, without tears."

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: e4 - initial reporter also sent report to FDA: no investigation ¿ evaluation . A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned to cook for investigation. A representative device from the lot could not be examined. Since a physical examination could not be performed, the device cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for lot 9402013. A definitive conclusion could not be made. It is possible that the slits in the silicone disc healed during transit or during storage prior to use, resulting in new, uneven tears during the procedure which would allow for leakage at the valve. However, this cannot be fully confirmed without additional information. Cook has concluded that this incident occurred as a result of a random component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Manufacturer narrative:
Occupation: unknown. Initial reporter also sent report to FDA: unknown. PMA/510(k): k171820. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was used in a (B)(6) male patient with a history of portal hypertension, upper digestive tract hemorrhage, ascites, diabetes mellitus and kidney injury. As reported, after insertion of device the "introducer valve was damaged and leaking blood". The procedure was successfully completed with another introducer. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.